Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-22205 it was reported that the remaining battery longevity was overestimated. The programmer software version was unknown at the most recent check. The device was explanted and replaced prior to reaching elective replacement indicator (eri) voltage level. The patient was in stable condition.